Event description:
It was reported that during an ercp procedure a guide wire tip detachment occurred. A jag precursor 035/450 guide wire had been selected for use in an unspecified location in the "biliary way". During introduction, the tip of the guide wire detached from the core wire and separated into 2 fragments. One of the tip fragments stayed in the "terminal part of the biliary way" and the second "staying in the wirsung channel". The physician unsuccessfully attempted to remove the device fragments with unspecified means. The procedure was considered to be completed with this device. There were no add'l pt complications reported. The pt's current condition is listed as "stable".